Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up and down arrow keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: there was no visible damage to the keypad. The reported complaint was unable to be duplicated during testing. The keypad buttons were found to be responsive to user input. The keypad cover was removed; no contamination was found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).